Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER after receiving a shock. Upon interrogation possible output circuit damage and possible high voltage lead issue were observed. Patient was externally defibrillated. The patent's rhythm was converted but the device went into backup vvi mode. The ICD was replaced.